Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The overall baseline gender characteristics is male; the age of the patients was approximately (B)(6). Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: evaluation of different lead types and implantation techniques in pediatric populations with permanent pacemakers: single-center with 10 years¿ experience. Pacing and clinical electrophysiology. 2021. 44:110¿119. Doi: 10.1111/pace.14126. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding different lead types in pediatric populations. The article reports patients who experienced infection, venous thrombosis, and phrenic stimulation. There were lead failures such as fractures, dislodgements, insulation issues, and threshold increases. Some of the leads were replaced and repositioned. The status/ disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.